Event description:
Per received report: pt came in for an av dural fistula embolization. The coil was advanced with no resistance felt during coil introduction into the microcatheter. The coil was slightly advanced into the venous pouch so the physician decided to remove the coil and resheathe. As the guidewire was re-advanced for repositioning, it was observed that the coil was no longer in the end of the pusher wire and had detached unintentionally into the microcatheter with no detachment attempts. The entire system was then retrieved successfully with the coil inside the microcatheter with no pt injury reported.

Manufacturer narrative:
Except for being stretched at the proximal end, the remainder of the coil is undamaged. Multiple contributing factors were found that may have cause the unintended detachment of the coil inside the microcatheter during removal. The first contributing factor may have been the highly difficult tortuous vessels of the body's anatomy. This may have caused the resistance in which the microcatheter was pushed backed and the unintended coil detachment occurred. The event description explained the relationship of the highly tortuous and difficult anatomy and the coil's unintended detachment. A new prowler 14 45 tip was advanced over the same traxcess 14 stiff wire and they tried to get back through the tortuous anatomy where they ran into trouble was a kink in the vessel they were not able to advance past this spot. The second contributing factor may have been the multiple severely compressed sections of the microcatheter located at the distal section of the microcatheter. These severely compressed sections of the microcatheter may have caused the interference that produced the coils detachment inside the microcatheter during retraction. However, the circumstances of how and where this damage occur cannot be determined. The third contributing factor may have been the selection of a incompatible 10 series microcatheter that was used with a 18 series microcatheter. For optimum product performance and to prevent complications, the instructions for use (IFU) "the micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm)." The prowler 14 microcatheter has an inner lumen of 0.0165".